Event description:
Excess wrap material was found inside the lumen of the graft. As it was found during the trimming of the graft there was no adverse effect to the pt.

Manufacturer narrative:
The abnormality in the graft lumen was determined to be a remnant of eptfe graft wrap material. The cause of the remnant was determined to be attributed to mfg operator error and qc failing to catch the defect upon inspection. Mfg and inspection procedures have been clarified based on this incident to ensure that the remnant material is removed during the mfg process, and the graft material is specifically inspected for this defect in the lumen as well as the visual aid board updated to prevent future occurrences. The graft was not implanted; therefore, no adverse effect on pt. A corrective action has been issued. No affected product was distributed in the united states. Affected product is being recalled from four countries.